Event description:
Reporter alleges the pt has bilateral burning pain in the breast (left greater than right), systemic complaints, arthralgias, morning stiffness, wide spread myalgias, muscle spasms, numbness, swelling, chronic fatigue, sleep disturbances, swollen submandibular glands, fevers, tempro mandibular joint problems, blurred vision, dizziness, dry mucous membranes, hair loss, oral sores, choking sensations, sensitivity to sun/cold/chemicals, chest pain, weight fluctuations, diarrhea/gas, increased bruising, right and left ruptures, moderate thick and contracted (left greater than right) and granulomatous changes.